Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with rash, redness, inflammation, pustules and infection extended beyond the patch perimeter. The patient consulted a doctor and they prescribed oral antibiotics (clarithromycin). There was no information of examinations or laboratory test performed. At the time of the report the patient was stable. No additional patient or event information is available.